Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(6).

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture and no sensing. The lead was found to have dislodged and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.